Manufacturer narrative:
Sent date 08/23/2006 information anticipated, but unavailable at this time.

Event description:
It was reported that the threaded 4/40 stud broke on handpiece. The caller stated that the problem occurred at the start of procedure and a second handpiece was used to complete case. No patient consequence reported.